Event description:
During a knee arthroscopy procedure utilizing the drill tip guide wire, 2.4mm, it was reported that a sixty (60) minutes into the procedure, the surgeon placed the cannulated drill bit over the drill tip guide wire, 2.4mm into the joint. It was reported that a one (1) inch fragment broke off into the joint of the patient and became embedded into the bone making it difficult to recover. It is stated that there was one (1) hour delay in surgery in order to retrieve the broken piece. It was reported that reaming and graspers were used to eradicate the fragment from the patients joint. The physician used a backup device and was said to have completed the procedure with a successful repair. It was reported that all fragments were retrieved. (B)(4).

Manufacturer narrative:
Age at time of event ¿ (B)(6). Subject device was returned for evaluation in two (2) pieces. The failure mode of ¿broken distal end¿ was confirmed. Visual assessment determined that the surface finish of the device approximately two (2) mm below the head of the devices demonstrates marks due to contact with the cannulated drill. Diameter of the subject device was measured and confirmed meet the print specifications. The drill tip is bent to almost forty-five (45) degrees. Review of the device history records was performed which confirmed no discrepancies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per the evaluation, no root cause could be determined post evaluation. At this time, no further investigation will be implemented. (B)(4).